Event description:
Customer reported the left monitor went dark, the main frame display showed all squares, and the collimator closed down. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the left monitor and fluoro functions board. System operates as intended. This MDR is related to ge healthcare complaint number.